Event description:
The ge oec 9800 fluoroscopy system lost power during a procedure. The system had a described lock up and required a reboot to continue.

Manufacturer narrative:
A ge service rep investigated the issue and re-seated the pcbs and connectors. The reported malfunction could not be duplicated. The system was tested, found to be operating as intended, and released to the customer for use. No pt injury or harm was reported as a result of the noted malfunction.